Event description:
Procedure type: gynecological laparotomy. According tot he reporter: (B)(6) was notified of the adverse event. Per the report provided by the (B)(6), on (B)(6) 2014, a surgical procedure was performed in the patient for recurrence of uterine cancer. The surgery time was 2 hours and 20 minutes. Hospital stay was 29 days. The device was used for abdominal navel/pubis laparotomy. Patient was (B)(6). On (B)(6) 2014: post-operative dehiscence of the abdominal wall was reported, which required surgical intervention. Additional information requested via email: due to the suture line rupture: was there any bleeding of 500cc or more: no. Was there any unanticipated tissue loss: no. Was the incision extended by more than one inch: yes. What is the current status of the patient: good condition.

Manufacturer narrative:
(B)(4).